Manufacturer narrative:
(B)(4).

Event description:
Procedure: hidt/coelio. According to the reporter: during hidt/coelio,the device was put in place but the tip did not retract and heavy parietal blood loss occured inside the abdominal cavity. The blood loss was controled by the surgeon and the trocar was changed to a new one but the intervention was extended of 30 minutes.

Manufacturer narrative:
(B)(4).